Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a previous session involving reprogramming, the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and lead failure predictor episodes. As well, there was a separate alert triggered for increased pacing impedance. The lead is still in use. No patient complications have been reported as a result of this event.